Event description:
Customer reported a pt sample containing anti-e and anti-c was tested with 0.8% resolve panel a lot 8ra207 and anti-c was not identified. Testing at a sister facility detected anti-c, no details of that testing were provided. No death or serious injury was associated with this incident.